Event description:
2 guide pin tips broke off during tunnel drilling. Two contact anchors were attempted to be deployed without success. The case was closed and the pt was left unrepaired. Due to pt specific requirements of an arthroscopic procedure only and due to this case being a revision, absorbable, radio-illusive products were required. During attempted removal of the anchors, the pt's labrum was damaged.